Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the helix does not function due to distal conductor distortion from over-rotation. The distortion also blocks stylet insertion.

Event description:
It was reported that the helix of the attempted right ventricular (rv) lead failed to retract after several deployments and retractions and that a large number of rotations were required to retract the helix. Significant force was also required to insert the stylet. The helix did retract at some point during stylet insertion. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.